Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the certas inline with siphon guard was occluded after implantation, the patient had increasing hydrocephalus and was revised. The valve was implanted to the patient via vp-shunt with setting 4 due to normal pressure hydrocephalus. The test of patency was performed prior to implant. After the surgery, the ventricle was kept to expanding. The pressure setting was gradually decreased to setting 1, but the situation did not change. The contrast was performed and confirmed only the patency of ventricle side. The revision surgery was performed with for the valve (certas). Primary disease: subarachnoid hemorrhage. Csf protein: unknown. No further information was provided by hospital. The product will be returned.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The device was returned for evaluation. The position of the cam when valve was received was at setting 8. The valve was visually inspected: needle holes in the needle chamber were noted as well as a scratch marks in the silicone housing over the casing. There was a clear liquid inside the valve. The valve was tested for programming and passed. The valve was then flushed; no occlusion noted. The valve was leak tested and only leaked from the needle holes in the needle chamber. The valve was reflux tested; no issues found. The siphon guard was tested without issue. The siphon guard was removed and the valve was pressure tested successfully. A review of manufacturing records could not be performed, as no lot number information was provided. Based on the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.